Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No motor error alarm. The motor passed motor test. The insulin pump alarmed during error test and reset time/clock to factory default due to connector broken solder joint on interface board.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 73 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.